Manufacturer narrative:
The product was returned for evaluation, however subsequent testing could not verify the complaint of no alarms. The issue was not able to be duplicated. The underlying cause could not be determined after reviewing the documentation in this investigation. However, during the return evaluation it was identified that there was a weak/low alarm.

Event description:
The unit is not alarming.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The unit is not alarming.